Event description:
Cust reached out and let us know that they went to see their dds. States "after experiencing weeks of extreme discomfort due to the byte aligners, which resulted in loss of appetite and loss of sleep, I went to the dentist and (B)(6) advised me to stop wearing the aligners immediately, that the tooth correction that was simulated to me by byte was impossible to achieve with the byte aligners and the pain I was experiencing was due to gum inflammation and recession caused by extreme pressure on my teeth and gums caused by the aligners." Cust provided a lot of photos and x-rays from that visit as well.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA ((B)(4)) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.